Event description:
It was reported that the patient presented in the hospital after notifier was delivered for charge time exceeded. A manual capacitor maintenance was unsuccessful. Device was explanted and replaced. Patient condition was fine after the event.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory. The device was tested on the bench, and no anomaly was found. The hv capacitors were returned to the manufacturer and an internal hv capacitor anomaly was found to be the cause of the reported extended charge time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.